Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that the dissecting tip on the vasoview 7 xb was not oriented in the center. A dissection tip from an accessory kit was utilized in order to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question.